Manufacturer narrative:
Investigation summary: it was reported the crna¿s are getting chunks of the rubber stoppers mixed in with their medication when they extract it from the vials with the blunt plastic cannulas. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with a white solution in it. There is a dark color foreign matter inside. The other photo shows a cannula blunt plastic packaging blister top web. It could be possible the customer is not using the product as intended. They are not designed to be inserted into stopper vials. A device history record review was completed for provided material number 303345, lot number 1096755. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and without the physical sample analysis a probable root cause could not be offered. Rationale: CAPA not required at this time.

Event description:
It was reported that cannula blunt plastic had was damaged and had foreign matter. The following information was provided by the initial reporter: it was reported fm, stopper damaged.